Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue via operational check. There was no patient involvement or harm. This event was reported to have occurred during testing by the biomed. There was no delay to therapy. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Failure investigation is not required.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer reported nav- ring failure. There was no patient involvement.